Event description:
It was reported that an elderly patient presented to the medical centre and a right common femoral artery access puncture was performed. It was attempted to close this puncture with a 6f celt acd device but this was deployed in the extra vascular space which led to subsequent bleeding from the common femoral artery as demonstrated on a CT scan. The patient received a blood transfusion and was stabilized without further incident.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint's files was not possible as lot number was not provided. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum. Investigation findings code 4247 was used as no other feasible code was found for the preferred term "inconclusive".